Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b5, d1, d2, d4 (model number, serial number (must be removed and replaced by the lot number) and primary unique device identification (UDI) number), d8, d9, g4 (PMA/510(k) number), h3, h4 and h6 (previous component code: 4733 - connector/coupler must be updated). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is presumed that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected/prevented by following the instructions for use: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor accessory cannot be connected to the channel connector in the reprocessing basin (bad connector tube). There were no reports of patient harm.

Event description:
It was reported the endoscope reprocessor had a bad connector tube. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.